Event description:
Clinic notes dated (B)(6) 2015 note that the patient reports being ¿fine¿. It was noted that the patient was having two seizures a month when the generator battery was depleted and that since generator replacement the patient has not experienced any seizures. It was reported that the patient will not undergo lead replacement surgery at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement surgery for end of service device diagnostics with the new generator attached to the existing lead resulted in high impedance. The lead pin was reinserted into the generator header and device diagnostics again resulted in high impedance. The surgeon had not received consent for lead replacement so the patient was closed and revision surgery was planned for a later date. Attempts to obtain additional relevant information have been unsuccessful to date. No known lead replacement surgery has occurred to date.